Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the clinic after receiving inappropriate hv therapy due to svt. Programming changes were recommended.